Event description:
It was reported that during a da vinci-assisted bilateral axillo-breast approach thyroidectomy surgical procedure, the site contacted the intuitive technical support engineer (tse) to report non-intuitive motion on patient side manipulator (psm) 3. The tse recommended the site to check and reseat the sterile adapter and instrument on psm 3. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The site reseated the sterile adapter (sa) and the instrument on the patient side manipulator (psm) 3 and the issue was fixed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.